Manufacturer narrative:
The returned device was evaluated. During an inspection of the device, the display was found to have blank led segments. Internal inspection of the device indicated a component failure of d21 on the display board. A service history record review reveals that this unit was in the field for over five (5) years with no previous reported issues prior to this reported event

Event description:
The customer reported a display failure, wherein display segments failed to illuminate. No consequences or impact to patient were reported.